Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was a cloudy image. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned on june 12, 2025 and will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
Result of investigation: the customer's statement "there was a cloudy image" can be confirmed. The imaging of the 26046aa - hopkins telescope 0°, 5 mm, 29 cm (serial number (B)(6)) shows a displaced lens system with several flakes/breaks in the individual sections. The eyepiece shell is torn from the edge to the proximal cover glass. The system shaft is clearly bent. Clear impact marks are visible in the distal area of the optics. The distal solder seam is chemically corroded and shows a crack. Residues and splinters are visible throughout the system. The optics were exposed to enormous mechanical force, possibly caused by damage from a fall. The damage found is not due to a manufacturing/production defect. No further action will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).